Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. The patient was asymptomatic as a result. No programming changes were made.